Event description:
It was reported that, loss of capture and increased pacing impedance were observed on the left ventricular (LV) lead. LV lead fracture was suspected but this was not confirmed. The LV lead vectors were changed as an intermittent resolution for this event. The patient was stable and will be monitored.